Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a right hip replaced in 2007 and received a srom hip stem with a 100 pinnacle cup with a ultamet metal on metal liner. This patient had some pain recently in her right hip. The x-rays looked normal but she did show elevated cobalt levels in her blood test. The decision was made to remove the metal liner and change it to a polyethylene liner. During the revision surgery the srom 36mm + 3 metal hip ball , 52mm 100 pinnacle cup, and a 36mm x 52mm ultamet liner was explanted. Doi: 2007; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.